Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. Fa found the primary failure of broken conductor wire at the proximal end to be related to the customer complaint. For clarification, the instrument was found to have a broken conductor wire at the connector within the housing on the proximal end. The conductor wire was completely broken within the heat shrink. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage. No damage was observed at the distal end. The root cause for the broken conductor wire at the proximal end is typically attributed to manufacturing. No image or video clip for the reported event was available for review. A review of the instrument log for the permanent cautery spatula instrument (part# 470184-13 / lot# n10200211 0029) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a malignant tongue base resection procedure. There were 9 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis found a broken conductor wire at the proximal end of the permanent cautery spatula instrument. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this report was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for intial reporter is not available.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the permanent cautery spatula instrument conducted current poorly. The customer tried to change the port and cable, but it only worked with a new instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.